Event description:
It was reported that the patient was referred to surgery due to increased seizures related to the vns battery running down. On (B)(6) 2015, clinic notes reported that the patient was referred for prophylactic generator replacement due to increased seizures, however, the physician assessed that the device was still working and the patient was under stress. System diagnostics were performed. The consulting surgeon has reported that the battery has been running out since (B)(6) 2015, but has not provided that the device is at end-of service. It was stated that the patient's new treating physician has not checked the device since he has seen the patient. Attempts for additional relevant information have been made, but have not been successful to-date. No known surgery has occurred to-date.

Event description:
Generator replacement occurred on (B)(6) 2015. The battery status was indicated to have been at near end of service. The impedance with the new generator implanted was 2,111 ohms. The explanted generator has not been received by the manufacturer to-date, and was reported to have likely been discarded.

Event description:
The explanted generator was received for analysis, which was completed on 03/24/2016. The report of end-of-service was determined to be the result of normal battery depletion. The depletion was an expected event as determined by an estimate of battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Additional relevant information has not been received to-date.